Event description:
The husband of a female pt called lifecor customer support to report that he changed out the battery pack last night an placed the used battery pack (which had 50% charge remaining) into the charger. When he checked it this morning, the battery was still 50% charged and no lights were lit on the charger (the power supply brick led was lit). He tried another ac outlet with the same results. Pt now has two 50% charged batteries. A replacement charger and one fully charged battery pack were shipped same day to the pt.

Manufacturer narrative:
Device eval summary: device eval battery charger has been completed. The reported problem was confirmed. The cause of the battery charger not charging the battery pack, and lack of any charging lights, was a defective u13 8-bit microcontroller within the charger. The root cause of the defective u13 cannot be positively identified but was likely a random component failure. The faulty charger will be repaired. No adverse event resulted from the damaged charger.